Event description:
The customer reported their unicel dxc 660i synchron access clinical system generated "cartridge chemistry (cc) cuvette not dry before first reagent dispense" errors. Upon troubleshooting, the customer found fluid leaking from reagent probe a and reagent probe b when priming the instrument. The customer stated the volume of the leak was approximately 2ml and contained to the instrument. The customer inspected and ensured the reagent syringe/reagent probe tubing were tight and the customer requested service. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the bubble generator assembly to resolve the issue, no leaks were observed or instrument errors generated. The beckman coulter internal identifier for this event is (B)(4).